Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify low battery alarm due to failed battery test alarm. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. No burned battery tube noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump went out last night and the battery was low. The customer stated that the battery compartment looked a little burnt and wet. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.